Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved could not be reviewed because a lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Difficulty in effectively deploying bands can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following precaution: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use states: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." It is possible that this could lead to band deployment difficulty and damage to the trigger cord as well. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used three (3) cook 6 shooter saeed multi-band ligators. The barrels have fallen off. There are no further details. There are no confirmed lots at this time. Additional information received on 19 sep 2019 states: they attempted to band esophageal varices. The first band deployed then no suction was obtained and no other bands fired. Two (2) more boxes opened and only one further band from box 3 deployed successfully. The patient was taken to theatre to be anesthetized and a sengstaken-blakemore tube was inserted. A section of the device did not remain inside the patient¿s body. The patient was taken to the "theatre" to be anesthetised and a sengstaken-blakemore inserted. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.